Event description:
A peritoneal dialysis patient reported he developed an ulcer and was in the hospital for 2-3 days to have it treated.

Manufacturer narrative:
Additional attempts to the patient's peritoneal dialysis nurse have been made with no additional information provided. A serious injury has occurred to a peritoneal dialysis patient following treatment with a cycler. Due to lack of information, MDR's will be filed against the cycler while undergoing review by post market clinical department and manufacturing plant.